Event description:
Patient complained of low back pain & neck pain moments under initiation of treatment on a 2nd use t175l dialyzer. Treatment stopped. Blood returned. Benedryl given, treatment restarted on a dry pack bio allegro dialyzer patient completed treatment without further difficulty. Bloodlines - nmc 7337 arterial, 7317 venous.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.